Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain. During the revision surgery it was noticed that the post had disassociated from the base of the poly.